Event description:
Paramedics responded to a cardiac arrest, the pt was in fine v-fib when attached to the device. Defibrillation electrodes were attached to the pt. Reportedly, when an attempt was made to deliver a shock to the pt, the device beeped and indicated energy not delivered. The local fire department arrived on scene 15 to 30 seconds later; the pt was transferred to their device and care to the pt was continued. The pt was shocked 6 times during transport, at the hospital the patient was shocked 10 more times. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the assessment of the pt's viability.